Event description:
Customer reported that the insulin pump was alarming and the number five was on the display. Customer reported that an error alarm was being returned at the time of the call. The alarm history showed that two separate error alarms had recently been returned. During a follow up call, customer reported that a third error alarm was being returned. Blood glucose level was 428 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.